Manufacturer narrative:
The results, method, and conclusion along with the investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation procedure (pvi), a pericardial effusion occurred. During the procedure there was difficulty in performing the ablations due to the patient¿s anatomy. After finishing the procedure, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to a pericardial effusion. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.